Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft (bsg), and an afx vela suprarenal. Post implant a type ii endoleak (non-device related) from the inferior mesenteric artery (ima) was identified; however, no treatment was performed. Additionally, due to significant tortuosity on the left common iliac artery (cia), the limb of the afx2 bsg did not adequately attach to the artery; therefore, a bare metal stent (e-luminexx; bird, japan) was implanted. On an unknown date, an aneurysm enlargement was observed on simple computerized tomography scan (CT), and it has been monitored through follow-ups. On an unknown date, follow-up with contrast CT identified that the left limb afx2 bsg appeared to not be adequately attached to the artery, and there was a suspected type ib endoleak from the left limb. Approximately three (3) years post-initial procedure reintervention was performed. The suspected type ib endoleak was not observed. A gore excluder (non-endologix) was implanted inside the afx2 bsg, at the same proximal position that the afx vela suprarenal was. After occluding the internal iliac artery, two (2) gore excluder (non-endologix) stent grafts were implanted in the left contralateral leg, and one (1) gore excluder (non-endologix) stent graft was implanted in the ipsilateral leg to extend down to the external iliac arteries. Reintervention was completed with no endoleaks. The final patient status was not reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft (bsg), and an afx vela suprarenal. Post implant a type ii endoleak (non-device related) from the inferior mesenteric artery (ima) was identified; however, no treatment was performed. Additionally, due to significant tortuosity on the left common iliac artery (cia), the limb of the afx2 bsg did not adequately attach to the artery; therefore, a bare metal stent (e-luminexx; bird, japan) was implanted. On an unknown date, an aneurysm enlargement was observed on simple computerized tomography scan (CT), and it has been monitored through follow-ups. On an unknown date, follow-up with contrast CT identified that the left limb afx2 bsg appeared to not be adequately attached to the artery, and there was a suspected type ib endoleak from the left limb. Approximately three (3) years post-initial procedure reintervention was performed. The suspected type ib endoleak was not observed. A gore excluder (non-endologix) was implanted inside the afx2 bsg, at the same proximal position that the afx vela suprarenal was. After occluding the internal iliac artery, two (2) gore excluder (non-endologix) stent grafts were implanted in the left contralateral leg, and one (1) gore excluder (non-endologix) stent graft was implanted in the ipsilateral leg to extend down to the external iliac arteries. Reintervention was completed with no endoleaks. The final patient status was not reported. Additional information: the clinical evaluation determined that there was evidence to reasonably suggest a type iiia endoleak of the aortic components occurred that was not included in the event as reported. The type iiia endoleak was discovered during a review of the CT scan dated (B)(6) 2022.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ib endoleak of the left common iliac artery complaint is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the lack of medical records and/or imaging available for review. Additionally, the clinical evaluation determined that there was evidence to reasonably suggest a type iiia endoleak of the aortic components occurred that was not included in the event as reported. The type iiia endoleak was discovered during a review of the CT scan dated (B)(6) 2022.. The clinical evaluation also identified the inferior stent margin of the left common iliac main body landed in an 85 degree angulation. There was a bare metal stent placed in the left common iliac artery as well. On the 3d photo which appeared to be post index procedure, the proximal overlap appeared inadequate. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.